Manufacturer narrative:
The hyperthermia pump involved in the incident has not been returned to belmont for investigation and the users were unable to provide the lot number of the disposable set involved, therefore we are unable to confirm the reported "high temperature" alarm or limited return flow within the tubing. Follow up with the user facility revealed that the problem was resolved and no issues occurred as a result of the incident. The physician believes the "high temperature" alarm may have been the result of the cannula being stuck or a piece of tissue caught in the tubing. In the event of an "over temperature" alarm, the hyperthermia pump displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions, which includes checking for restricted flow or a clogged filter. The manual also provides possible conditions and recommended operator actions in the event that the flow rate is slowing down or will not go at the set rate. The manufacturing records for the hyperthermia pump were reviewed and no anomalies were identified. It was reported that there was no injury to the patient. The case is considered closed at this time. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report from the user facility involving a hyperthermia pump and reported the following: "during case they received limited return flow and were unable to maintain a high rate of perfusion. At the end of the case they flushed the patient with 6 l of sterile water and received a high temperature alarm. Flow was paused to let machine cool before continuing without issue. Doctor suggested it could have been a one off situation but I've asked perfusion for the disposable lot number and will update with additional information."